Event description:
This patient was admitted for carotid angiography which revealed an 80%, 25mm stenosis in the ostium of the proximal right internal carotid artery. Of note, this was a recurrent stenosis that had been previously treated with carotid endarterectomy. The patient was asymptomatic at the time of treatment. A 5mm angioguard device was advanced beyond the target site and was deployed without difficulty. The lesion was not predilated. A 7.0 x 40mm precise stent was deployed in the target lesion without complication. There was a 10% residual stenosis following the procedure. The angioguard was removed and the patient was discharged in stable condition. Approximately 8 months post index procedure the patient underwent repeat angiography which revealed a restenosis of the precise stent in the ostium of the proximal right internal carotid artery. This was successfully treated with revascularization.

Manufacturer narrative:
Additional information will be submitteed within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14084240 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.